Manufacturer narrative:
The reported issue of dim segments on led display was confirmed on 54 out of 54 returned boards. Physical inspection noted each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 54 out of 54 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only a display board was provided for investigation.

Event description:
It was reported that the customer is replacing the display board because the display was dim.